Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. A visual inspection was performed using the naked eye and no signs of drug precipitate inside the bladder or the tubing line was observed. The luer cap was removed and no evidence of flowing fluid was observed at the distal end of the flow restrictor. Force prime was subsequently performed; however, no signs of flowing fluid were observed at the distal end of the flow restrictor. The flow restrictor housing was disassembled for examination. And no evidence of blockage was found inside the flow restrictor housing. The capillary glass which was located inside the flow restrictor housing was examined under the microscope; evidence of an air pocket was observed blocking the fluid exit from the distal end of the capillary glass. The reported condition was verified. The cause of the no flow was due to the air pocket blocking the fluid exit at the distal end of the capillary glass; the cause of the air pocket could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.